Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 3500ug/ml; 900ug/day via an implantable pump for intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2016. It was reported the patient was in a nursing home and the nurse at the facility reported an alarm was going off on the pump every 15 minutes and that it was 3 beeps. The pump was interrogated and per the logs a motor stall occurred (B)(6) 2016; on (B)(6) 2016 stopped pump period may exceed tube set. It was unknown if patient had magnetic resonance imaging (MRI) at the time of the report. The reporter was going to inquire about an MRI on (B)(6) 2016. The patient was not due for a pump refill until (B)(6) 2016. The current pump alarm programming was two hour non-critical alarm interval and a ten minute critical alarm interval. The patient had a "slightly lower ap petite" the patient was really sick so it was hard to tell but nothing had gotten worse for the patient except the lower appetite. The issue was not resolved. Patient status was alive; no injury. The cause of the event, interventions, troubleshooting/diagnostics, medical history, type of baclofen, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.